Manufacturer narrative:
Evaluated 2 open or used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 439. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the reservoir resolved the issue. The insulin pump will be returned for analysis.